Event description:
At 0737 transported pt to or. Assisted pt to sitting position on padded or table, monitors on. Lumbar spine at iliac crest level. Prep/drape/local. Introducer needle 27ga whitacre. After bone contact needle withdrawn. Needle noted to be broken. Approx 1 1/2" of 3 1/2" spinal needle absent. Paresthesia bleeding, attempted to visualize with c-arm. Pt to CT.